Manufacturer narrative:
Device evaluated by MFR.:a visual examination of the returned device noted that the balloon was tightly folded and did not appear to have been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was successfully inflated to its rate of burst pressure of 20 atmospheres (atm) for 30 seconds which was recorded with digital timer . The inflation device was verified at 20 atmospheres (atm), before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 20 atmospheres (atm), was repeated three times with no leaks or drop in pressure noted. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the tip or markerbands of the device. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein in the left upper limb. A 7.0 x 40, 75cm gladiator balloon catheter was advanced for dilation. However, during the first inflation before reaching the nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein in the left upper limb. A 7.0 x 40, 75 cm gladiator¿ balloon catheter was advanced for dilation. However, during the first inflation before reaching the nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was stable.